Event description:
Info rec'd indicates, the scale will not work due to signs of fluid ingress on the scale board and a broken pin on the 5-pin cable.

Manufacturer narrative:
The tech replaced the scale board, the 5-pin cable and calibrated the scale to repair the bed.